Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s cartridge plunger became stuck inside the device and could not be removed despite attempting the fill tubing only function and using tweezers, leading to a planned device replacement; the patient later reported removing the connectors and reconnecting to the ilet without further issue, and blood glucose was reported at 140 mg/dl with no impact. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer troubleshooting and review of device use. Investigation of this case revealed a temporary mechanical obstruction related to the cartridge/plunger interface that resolved after the user was able to remove and reconnect the connectors. It was concluded, based on previously established findings for similar reports, that user interaction with the cartridge assembly and connectors most likely contributed to the transient obstruction.